Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient of unknown gender and age presenting for high risk percutaneous coronary intervention. Following impella support, it was noted that the patient developed a hematoma after the pump was explanted. The patient was subsequently provided two units of packed red blood cells to treat the hematoma.

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center discarded the impella product at the time of explant. No benchtop analysis of the root cause of the access site bleeding was possible; only the clinical report was evaluated. The clinical evaluation revealed that the patient's condition was most likely cause of the access site bleeding. The failure mode will be monitored and trended.